Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic proctectomy, when the surgeon approached the tissue after checking the opening and closing of the jaws as usual, but when tried to fire, the blade did not advance. It was also reported that there might be possibilities of pre-firing. Another device was used to complete the case. There was no patient injury.